Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the fios was used with the camera to make the first entry. Upon removal, they noticed that the tip had fractured and fragmented. Fragments were not retrieved from the patient. The hospital is performing an internal investigation. Additional information provided by applied medical representative on 20nov2025: at the beginning of the case the physician was inserting without rotation and then halfway through inserting trocar they started alternating clockwise and counterclockwise. This trocar was not used with a robot. Yes the obturator was inserted in the cannula at the time of the incident. Medwatch received from FDA on 18dec2025 via email: while trying to insert laparoscopic trocar via invisalign, the end of the trocar/obturator broke off. Intervention: the tip had fragmented and pieces were reportedly left behind in the patient; they could not locate it, they proceeded with the case. Patient status: fragments were not retrieved from the patient but patient is okay.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the fios was used with the camera to make the first entry. Upon removal, they noticed that the tip had fractured and fragmented. Fragments were not retrieved from the patient. The hospital is performing an internal investigation. Additional information provided by applied medical representative on 20nov2025: at the beginning of the case the physician was inserting without rotation and then halfway through inserting trocar they started alternating clockwise and counterclockwise. This trocar was not used with a robot. Yes, the obturator was inserted in the cannula at the time of the incident. Intervention: the tip had fragmented and pieces were reportedly left behind in the patient; they could not locate it; they proceeded with the case. Patient status: fragments were not retrieved from the patient but patient is okay.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.